Event description:
A heparin solution was programmed to infuse at 6.5 ml/hr. However the 250ml bag infused in only approx. One hour. The infusion pump was removed from the patient. Close observation of the patient was the only reported clinical intervention.